Event description:
Event description guidant received information that during the placement of this implantable lead, the patient became asystolic. For an hour the physician performed cardiopulmonary resusitation (CPR) and heroic pharmacologic loading was performed. It was further reported that the patient died due to the severity of his heart failure.